Event description:
Patient reports a defective pump. Patient states for the last two nights, pump shut off in the middle of the night without a warning or alarm. Patient woke up each night to use the bathroom and realized what had happened when she felt weak. Patient spoke with her (B)(6) nurse at abbvie who advised patient should get a pump replacement. Patient confirmed she had enough medication in the syringe in the pump at the time this happened. Patient stated her and the nurse have a suspicion the pump is overheating. No further information provided. Diagnosis for use: parkinson's disease.